Event description:
A territory (B)(4) contacted zoll customer support to request a new battery charger/modem for a (B)(6) old male patient. The charger/modem could not send a download. Upon review of service data a reportable event was discovered. The power brick connector was intermittent.

Manufacturer narrative:
Device evaluation summary: servicing of electrode belt sn (B)(4) lead to a reportable event. Upon evaluation the power brick connector was found to be defective causing the power to the charger/modem to be intermittent. The cause for the intermittent connector cannot be positively determined but was likely the result of physical damage to the connector. No adverse event resulted from the defective connector. The patient received a replacement battery charger/modem.